Event description:
It was reported that the patient received high voltage therapy from the implantable cardioverter defibrillator (ICD) for atrial fibrillation/atrial flutter with rapid ventricular response. Programming changes were made to the ICD which remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).